Event description:
The customer contact reported a separation. The customer contact reported that during priming prior to patient use, the tubing set separated leg of the y-site of the tubing set. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.